Manufacturer narrative:
(B)(4). Concomitant medical products: 157448 m2a-magnum mod hd sz 48mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Mutiple MDR reports were filed for this event, please associated reports. 0001825034-2022-02722.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. The patient is experiencing hip pain with mild metallosis and an increase ion level of magnum metal on metal tha necessitated hip revision. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.